Event description:
Patient requiring iabp support, 1st balloon (50 cc sn (B)(6)) did not unwrap completely prompting a device alarm and 2nd balloon to be inserted (50 cc sn (B)(6)). The 2nd balloon also did not unwrap completely prompting a device alarm and a 3rd balloon to be inserted (40cc sn (B)(6)). The 3rd balloon also prompted an alarm; the 3rd balloon was able to be unwrapped manually; the company was notified, and this equipment was returned to the company. Reference reports mw5145038 and mw5145040.